Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No scrolling uncontrollably during testing. Button response functioned properly, however found corrosion on keypad traces. No button error alarms noted during testing. Insulin pump received with cracked case on the lcd display window corners, crack on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip and cracks on the reservoir tube.

Event description:
It was reported that the customer had keypad issues occur with their insulin pump. The customer's blood glucose level was reported at 98 mg/dl. Product is being replaced. No further information provided.